Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not turn on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the device had failed right after an fco implementation, and the device would not turn on. It was then reported that the se replaced the power management board, and the device was able to power back on. The system meets the specification for the performed service and is returned to use.